Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter indicated that the pump display was blank but the pump had audible tones. The reporter indicated that multiple batteries were tried in the pump without resolving the issue. The reporter confirmed no trauma to the pump or moisture exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/05/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/26/2013 with the following findings:the pump history showed that multiple call service cs 054 alarms had occurred. During testing, the pump powered on with a fully functional display screen. Unable to confirm or duplicate 'blank' screen during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.